Event description:
It was reported to gore that on (B)(6) 2026 the patient underwent an endovascular thoracic aorta dissection procedure with gore® tag® thoracic branch endoprosthesis devices (aortic component - tac and the side branch component - tsb) and a gore® tag® conformable thoracic stent graft with active control system device (ctag). The patient had also previous treatment for a type a aortic dissection repair, treated via thoracotomy and surgical bypass at zone 0 in the aortic arch. Then, disease progression occurred leading to further dissection and an aortic aneurysm, which is what it was treated on (B)(6) 2026 with the tbe devices. Further, the patient underwent additional bypass surgery on the morning (B)(6), 2026 prior to the tac, tsb, and ctag implant. During the implant procedure on that day, it was reported that the tac, tsb, and ctag devices had overall smooth implantation, although significant manipulation was required to unwrap guidewires at the thoracic aorta during the tbe implant. Once this was resolved, the implantation with all deployment steps were completed successfully, and the devices seated well within the anatomy with an excellent seal. Following implantation of tbe and on the table, the patient experienced a spike in blood pressure, and his pupils were noted to be non-reactive. An immediate computerized tomography scan revealed a right sided infarct. On (B)(6) 2026, the patient passed away and reportedly, the cause of death is unknown. On (B)(6), 2026, the physician additionally reported that the clinician was unable to determine what might have caused the stroke. However, a stroke is a known risk for this type of procedure and reportedly, it is possible that guidewire and catheter manipulation could have contributed to this event, but not confirmed. Further, the physician stated there are no concerns regarding the gore® kit or any of the devices implanted that day.

Manufacturer narrative:
G3/g4 updated. C1 updated with the lot number and suspect device: - c1. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. D10. Concomitant medical products: - gore® tag® thoracic branch endoprosthesis - aortic component - gore® tag® conformable thoracic stent graft with active control system. H6, - type of investigation: b11 and b15 added. Code b13 was typed in incorrectly and is replaced by code b15 (is used for communication to field). - investigation findings: code c19 added. C21 is no longer applicable. - investigation conclusions: code d15 added. D16 is no longer applicable. Investigation summary and conclusion: a review of the manufacturing records for this device verified the lot met all pre-release specifications. The gore® tag® thoracic branch endoprosthesis (side branch) device remained implanted, therefore, a product evaluation could not be performed. As reported, the wire wrap activities of the guidewire during procedure was difficult, however, this was unwrapping activities were performed for the implantation of the tbe aortic component. The cause of the stroke cannot be established with the available information, even though unknown techniques were performed during the tbe implant and then the side branch component could be implanted at the end, and has landed at the intended location, no difficulties were observed for the tsb device. The procedure was completed successfully with the planned gore® devices. Neither clinical images enabling direct assessment of product performance nor the product itself were returned for evaluation. The reported wire wrap is unrelated for the gore® tag® thoracic branch endoprosthesis device (side branch component), because the side branch component goes up over a single guidewire. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.

Manufacturer narrative:
D10: concomitant medical products and therapy dates, for the device: gore® tag® thoracic branch endoprosthesis side branch component it contains following concomitant product, - heparin coated device: cbas® heparin surface. H6, type of investigation (to b14): a review of the manufacturing records indicated the lot met all pre-release specifications. This was performed for the second device gore® tag® thoracic branch endoprosthesis (aortic component) as well. H3, the devices remaining implanted in the patient, therefore, no product evaluations could be performed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2026 the patient underwent an endovascular thoracic aorta dissection procedure with gore® tag® thoracic branch endoprosthesis devices (aortic component tac and side branch component tsb) and a gore® tag® conformable thoracic stent graft with active control system device (ctag). The patient had also previous treatment for a type a aortic dissection repair, treated via thoracotomy and surgical bypass at zone 0 in the aortic arch. Then, disease progression occurred leading to further dissection and an aortic aneurysm, which is what it was treated on (B)(6) 2026 with the tbe devices. Further, the patient underwent additional bypass surgery on the morning (B)(6) 2026 prior to the tac, tsb, and ctag implant. During the implant procedure on (B)(6), it was reported that the tac, tsb, and ctag devices had overall smooth implantation, although significant manipulation was required to unwrap guidewires at the thoracic aorta during the tbe implant. Once this was resolved, the implantation with all deployment steps were completed successfully, and the devices seated well within the anatomy with an excellent seal. Following implantation at unknown date/time, the patient experienced a spike in blood pressure, and his pupils were noted to be non reactive. An immediate computerized tomography scan revealed a right sided infarct, but no further details available. On (B)(6) 2026, the patient passed away and currently the cause of death is unknown.